Event description:
Complainant alleged that the paddles caused the associated defibrillator displayed a "release shock button" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.